Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch and rv lead exhibited unspecified issue. The patient presented for lead revision procedure. During the procedure, it was noted that the ra lead also exhibited visible insulation breach. The ra lead and rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.